Event description:
It was reported that the hcu 30 device would not display main side temperature. No pt involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician investigated the device and found a defective main side pressure transducer and defective actuator. Both defective parts were replaced and the device was returned to the customer. A supplemental medwatch will be submitted if additional information becomes available.